Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope had black marks in working channel possibly from ink leak. The issue was identified during sedation, device inside patient. The endoscopic retrograde cholangiopancreatography procedure ercp was successfully completed with the same device. There were no reports of patient harm.